Event description:
A non-healthcare professional reported that following a cataract extraction with an intraocular lens (iol) implant procedure, patient experienced halos which obliterated her early evening and night vision. The halos were so big taking over the entire road. She could not see to safely make turns. Though after waiting the appropriate settle-in time suggested by her doctor, halos did not go away. Her eyes felt like they were under water all the time. Additional information was received stating she experienced halos front the start, things felt blurrier and her depth perception was off. The low contrast was disconcerting when driving and she had to buy several pairs of different sunglasses to help provide more contrast. Low light indoors was not good. She had tumbled off a staircase twice because she could not see the last step. She was so disappointed with the outcome of her surgeries. She was hoping that the halos will go away. She was not being able to drive home at night. The halos obliterate the view on the road in the distance growing larger and larger as vehicles get closer. The area of the halo was larger than that of the car, reaching above, below and left and right sides, spilling into her traffic lane. She could not see where to make a left hand turn because of this. The low contrast aspect made the road directly in front of her disappear. Patient experienced headache, tired, eye achy for bright light. First thing in the morning was not so good and if she woke up in the night and pick up a book, its blurry, not blurry like before the surgery, but she put on glasses for bit. Some indoor lights bother her, when she saw sunny windows from inside, she could not reset her eyes there and have to avert. If she move too fast she feel off balance. Her night vision was awful, worse than before surgery. The halos around the lights were terrible. Car headlights, tail lights, blinkers, street lights, traffic lights have huge halos in concentric circles. When in traffic, the distance was obliterated by the glare and size of the halos. She was having difficulty seeing in the distance. She bought two different kind of polarized glasses to see if they would help. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause. The file will be reopened if additional information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).